Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This extension was intended for pt implant in (B)(6). However, during the procedure, the physician reportedly experienced difficulty connecting the lead with the extension. In addition, intraoperative testing of the device found invalid impedance measurements. The case was completed by connecting the pt's lead directly to the ipg. No further issues were reported.